Event description:
A user facility's biomedical technician (bmt) reported that a 2008t hemodialysis (hd) machine displayed a "dial valve failure 2" message and gave an audible alarm during a patient's hd treatment. The patient was able to complete treatment on the machine without any adverse events or ill effects. During repair, the bmt found evidence charring and blackening of the black ground wire of the heater cable where it plugs in to the distribution board. The heater cord was the original fresenius part on the machine. The bmt reported that there was no melting, burning smell, smoke, spark, flame, or arcing observed. The bmt reported that the machine has not had any past problems with failing the electrical leakage test and that there was no damage observed on any other components. The machine has approximately 38,000 hours and is plugged into a hospital grade ground-fault circuit interrupter (gfci) outlet. The bmt replaced the heater cord, valve 24 & valve 26, which resolved the issue. The bmt reported that the machine has been returned to service without issue. The heater cord was reported to be available to be returned to the manufacturer for physical evaluation and an rga has been issued.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.